Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they just received the arctic sun device back from service and the control panel still was not turning on, they powered the unit on and confirmed the switch was lit, they could also hear the pump kicking on and that was waited 2 minutes and the control panel never turned on, they could smell a burning smell coming from the device as well, still has our loaner there and would hold onto it until they fix their device.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported issue could not be reproduced during service. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the there was no evidence of electrical of mechanical burning seen throughout the device. No repairs were completed as the reported event could not be reproduced. It was reported that the biomed stated that they just received the arctic sun device back from service and the control panel still was not turning on. Power connector feeding to the control panel was secured. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they just received the arctic sun device back from service and the control panel still was not turning on, they powered the unit on and confirmed the switch was lit, they could also hear the pump kicking on and that was waited 2 minutes and the control panel never turned on, they could smell a burning smell coming from the device as well, still has our loaner there and would hold onto it until they fix their device.